Event description:
The customer reported one (1) false low total bilirubin (tbil) patient results involving their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide demographics. Customer provided one patient result.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and observed bent sample probe. Upon further inspecting of the instrument found that the alignments were off, thus causing the bent sample probe. The failure mode was determined to be due to the bent sample probe. The fse replaced sample probe which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).